Event description:
Manufacturer received a report of a trapeze assembly collapsing and hitting a caregiver in the head. As a result of this incident, the caregiver required six stitches in her head. The caregiver stated that the boom did not have the rubber boot on the end and the dealer who rented the equipment will not allow evaluation by the manufacturer.